Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A laser technician reported that the laser suddenly shut down as the second flap was being made on a lasik patient. The technician had to lift the arm off the patient and took the patient off the bed. The technician spoke with a company representative and was walked through the recalibration process in order to power the laser back on. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Review of the log files for the day of treatment shows at system startup, no error messages or parameter deviations can be seen from the log file which point to the problem described. The three system test for vacuum, energy and ablation were executed by the user without any problems. Log file review shows one treatment was aborted by pressing the vacuum pedal on the foot switch by user. All the other treatments on that day were finished successfully without interruption or any problems. There was no malfunction of the system that could be identified. No technical root cause was identified as the system was operating within specifications. The root cause is user handling. The manufacturer internal reference number is: (B)(4).